Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting a pneumatic failure after multiple check disk retainer ring messages from their orthopat machine. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting a pneumatic failure after multiple check disk retainer ring messages from their orthopat machine. No donor injury or reaction. No operator injury was reported. Eval of the returned device confirmed a saline spill within the machine. Issue caused internal components to become corroded. (B)(4).